Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/4/2022, it was reported by a sales representative via sems that an ar-4068-45lh suturelasso¿ for hip arthroscopy 45° curve left and an ar-4068-45rh suturelasso¿ for hip arthroscopy 45° curve right had an issue. During a hip arthroscopy / labral repair on (B)(6) 2022, both wired lassos into the above two products broke easily under a very small amount of pull/traction. This occurred upon wires passage to shuttle sutures. A piece broke from the devices and the broken pieces were fully retrieved. Nothing additional had to be done, and the procedure was completed successfully. This was discovered during use with no impact to the patient.